Event description:
The patient called to report continuous lost sensor alarms after already changing the sensor. The patient's blood glucose was 348 mg/dl, and was treated with a manual injection. The patient also stated that he had received a glucagon injection by the paramedics earlier for a low blood glucose, and was still trying to correct for that. Low blood glucose troubleshooting was declined by the patient. The patient just stated that he had been working out at the gym. Assisted the patient with the sensor issues. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also the following MFR. Report numbers: pump - 3004209178-2014-84873 and sensor - 2032227-2014-01822.